Manufacturer narrative:
FDA has now requested that all suspected and alleged false positive and false negative complaints be reported retrospectively. The eua (B)(4) did not provide clear guidance on MDR submission for unconfirmed false positive and false negative results. After clarification from the FDA, all suspected and alleged false positive and false negative complaints received over 30 days, whether unconfirmed or confirmed, are being submitted via MDR retrospectively. From our preliminary investigation, it was found in drive-thru and dat (curative patient databases) that the patient did receive one positive curative test result. The patient's test sample (B)(6) was collected on (B)(6) 2021 at 3:55 est. The patient's sample resulted in a viral CT value of 32.25, which falls under the positive range. No corrections were made to this test report upon release to the patient. Sample (B)(6) was located on plate-hdc019485 at position b5. Testing started on (B)(6) 2021 at 1:29 pm est and the result for this test was released on (B)(6) 2021 at 10:17 pm est as a positive. Per the clinical lab's investigation, plate-hdc019485 contained three empty wells at positions f1, h6, and h9 - all of which displayed zero human and/or viral amplification. Sample (B)(6) was plated in well b5, however, four of the eight wells surrounding b5 were positive samples with viral CT values ranging from 25.56 to 38.97. Although these surrounding samples were positive, there were no samples on the plate with an extremely low viral CT value, which have higher potential to produce contamination during processing of the specimen and thereby, based on curative's sop guidelines, do not pose a contamination risk for sample (B)(6). Because of this, sample (B)(6) was reported correctly according to sop standards. Plate-hdc019485 was created in plating using the hamilton automation method (sop pl-5036, version 2.0), extracted using the kingfisher (sopobs ex-5122, version 1.0, reagent lot #s: bbd lot # 18356500, elution lot # 201808, lysis lot # 18380000, wash lot # 18524900), and manually prepared for qpcr using mastermix from batch 31. 8 moreover, the reagents used to test the patient's sample were in specification, not expired, passed qc and the floating blank was in the correct position. A floating blank is a well on the 96-well pcr plate that is intentionally left blank (that has no specimen) that is used to help verify the correct position of the plate in the pcr result software when the plate is undergoing review. In conclusion, curative cannot confirm the patient's claim of false positive. The result of the investigation showed a true positive result.

Event description:
Patient claimed their result was a "false positive" and refused to give the agent their address. The agent explained that for any patient who tests positive, we need to have an address on file to give to public health as it is a federal regulation so that they may report it to the cdc.